Manufacturer narrative:
As customer requirement, apex always ex-worked the hoyer lift without sling.

Event description:
We learned the MDR event from our (B)(6) customer and it states as below: it was reported to the manufacturer by the end user, per the end user, patient arrived for regular scheduled dialysis treatment via wheelchair with nursing home hoyer sling pad placed under patient. Upon patient transfer from the wheelchair to the dialysis chair utilizing the joerns hoyer lift device with the nursing home hoyer sling pad, the patient fell backwards partially out of the hoyer sling pad. The patient hit his head landing on a staff member's foot and the floor. Patient did not lose consciousness. Patient complained of head and upper back pain. 911 was called and patient was transferred and admitted to the hospital with a sub-arachnoid hemorrhage and fracture of left 6th rib. Upon speaking to the facility staff, it was mentioned that the sling was positioned half way down on the patient's back. After the incident, the biomed technician performed a pm on the lift and cleared it for use at the facility.